Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin on the reservoir leaks out. The customer¿s blood glucose was 167 mg/dl at the time of incident. Customer states the location of the leak was barrel. Customer stated there was an air bubble in the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4). Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger. (B)(4).